Manufacturer narrative:
The complaint of noise was confirmed. The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Final analysis found an external insulation abrasion that breached the outer insulation, exposing the outer coil proximal to the suture sleeve tie impression, consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. No other anomalies were found.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited over-sensed noise, and a rise in pacing impedance was also noted. The rv lead was explanted and replaced. The patient was in stable condition.